Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patients anatomy however the clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip however the gradient was noted to be 8mmhg. The physician was satisfied with the results of the 2nd clip. The procedure was completed with the mr reduced to 3. The patient was sent for mitral valve replacement surgery the following day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause for the reported imaging issue is patient anatomy. The cause of the reported incomplete coaptation could not be determined. The reported surgical intervention, hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.